Manufacturer narrative:
(B)(4). Follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2012-01632 indicting the brand name as a wheelchair accessory when the correct name is non ac powered patient lift and the manufacturer as fine group when it is actually unknown. The correct FDA registration number is (B)(4).

Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, where the straps are attached they are ripping off. MDR filed.